Manufacturer narrative:
Medtronic received the following information obtained from a journal article entitled: a canadian multicenter experience describing outcomes after endovascular abdominal aortic aneurysm repair stent graft explantation dubois et al, canadian society for vascular surgery, volume 74, issue 3, p720-728.e1, doi:https://doi.org/10.1016/j.jvs.2021.01.049. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx, endurant and talent stent graft systems were implanted during the endovascular treatment of abdominal aortic aneurysms (evar) on unknown dates. The following adverse events were reported: type ia, ib ii, iii and type v endoleaks and migration. Explant, graft infection, graft occlusion, aortoenteric fistula, graft thrombosis, rupture, mi, respiratory failure, sepsis, stroke, hypovolemic shock/bleeding, ischemic colitis. The overall 30-day mortality was 11% however there is no information to suggest any of the deaths were in the patients with medtronic devices.